Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that on 1/6/23, the manufacturer representative (rep) called the patient to provide post implant education on the handset and communicator. During the call, the patient stated they had pain at the site of the ipg that they noticed a couple days after their implant; and further stated that they believe it had shifted inside the pocket located in the upper right buttock. The patient explained that when they felt for the ipg, it did not feel flat, it felt like it had shifted and the side of the ipg was pushing on their skin. It bothered them most in a seated position. The patient stated they had their post-op appointment with their physician and spoke with their physician about the position of the ipg in their right buttock. According to the patient, the patient and their physician discussed giving the incisional area more time to heal and to revisit the potential for a pocket revision. The patient stated they were going on vacation for 7-10 days and planned to followup with the physician when they returned. Patient was happy with the results of the therapy. They did not have any pain from the stimulation and it was improving her urinary symptoms. They mentioned only being concerned about how the battery was positioned in the pocket because it bothered them when they sat.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# serial#(B)(6), implanted: (B)(6) 2022, product type lead product ID 978b128, lot# serial# (B)(6), implanted: (B)(6) 2022, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The reason for call was caller reported having an issue with their implant and lead ever since it was implanted. Caller stated the doctor implanted the ins in a way that it seemed like it wanted to "tip over" all the time; that the implant seemed like it was crooked and wanted to flip over. Caller also mentioned that the top part of the implant protruded out from the skin about an inch or so and the bottom part was almost diagonal. Caller also stated the lead that went down by their tailbone kind of poked out and they could kind of feel it up at the top of their butt. Caller noted that the actual implant in their butt hurt them all the time and if they were sitting down it hurts. Caller stated they tried to tell the doctor about this and they were not concerned and said it was due to them having a lot of loose skin. Caller commented that when they take off their clothes it caught on it and it was constantly pulling it. The patient was redirected to their healthcare provider to further address the issue.